Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported b30 error was not confirmed. Based on the results of the investigation, a root cause could not be identified as there was no device problem found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the evis exera iii bronchovideoscope had a scope communication error. The reported malfunction occurred during set up and inspection for use prior to an unspecified procedure. There were no reports of patient harm.